Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The hypotube and jacket were separated, 109.8 cm proximal to the guide wire exit notch. The proximal end of the separation including the hub was not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in an unspecified distal narrow lesion with heavy tortuosity and mild calcification, pre-dilatation was performed with a trek dilatation catheter. A 4.0x23 rx xience v stent delivery system (sds) was advanced but could not cross the lesion due to the heavily tortuous and mildly calcified lesion. The lesion was dilated again with a trek dilatation catheter and another 4.0x23 rx xience v sds was advanced and implanted to treat the target lesion. There was no adverse patient effect and no reported clinically signification delay in the procedure. No additional information was provided. Inventory of the returned device revealed that the hub was separated from the stent system and not returned. Additional reported information indicates that the physician can no longer remember the specific circumstances other than the reported failure to cross.